Event description:
During remote monitoring, episodes of high defibrillation impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but was unable to be confirmed. Abbott technical support was contacted and recommended lead revision, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.